Event description:
When measuring on the blood gas analyzer too low ph values were obtained for pts in 7 blood samples. No error alarm from the analyzer. There has been no allegations of death or serious injury.

Manufacturer narrative:
A blood clot in the measuring chamber in front of the ph electrode may have caused the lower ph values.